Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The device history review for lot number 4131563 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The reported complaint cannot be confirmed based on the information that has been provided. Additional information can be found in section d9.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a spinning spiros® closed male luer, red cap that during ambulatory infusion of 5fu, a leak was noted at an unspecified location. The set up was a spiros was connected to the ambulatory line, then connected to the microclave. There was no blood loss or bleed back, the tubing and drug was not replaced and therapy not resumed. There was no hole, cut, tears or any defect noted. There was patient involvement, and although there was a report of a delay in therapy, no one was harmed as a result of the reported event.